Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) leading to it being previously explanted. A reimplant surgery was performed in which a new ipp was implanted. The new reservoir was implanted on the left side. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that soon after getting the previous ipp implanted the patient had a car accident. The device stopped working ever since. The patient never tried to get the device checked, and was never able to use it. The physician replaced the existing ipp with a new one. The patient did not experience any adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.